Event description:
Customer reported his sensor readings are inaccurate. His insulin pump goes into threshold suspend in the middle of the night due to inaccurate low senor readings. The sensor can be over one hundred and fifty points off. Customer was advised of the possible causes of inaccurate sensor readings. He was advised of proper sensor calibration and insertion methods. Customer was told to monitor the issue and call back if needed. Customer's last blood glucose was 268 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.